Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Section d4: lot number: an incorrect/invalid lot was sent on the initial report. The lot number has been corrected to 33320049. Section g1: all manufacturers: this section was corrected to reflect the correct manufacturing site/address. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.